Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) ehxibited non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. It was also noted that the device was far r-wave over-sensing resulting in inappropriate mode switch episodes. No device intervention was reported but programming changes were discussed. No patient symptoms were reported.